Event description:
An unsuccessful attempt was made to advance an endovascular stent to the target lesion site located in the pt's left iliac. The stent became dislodged from the balloon catheter and embolized within the iliac artery. Several attempts to retrieve the stent utilizing the balloon catheter were unsuccessful. Subsequently, the stent was successfully retrieved using a snare device. However, the pt was sent to surgery because the physician was afraid that the artery may have been "ripped". Subsequently the pt was returned to the cath lab for placement of another stent. There were no addl complications reported relative to this event.